Event description:
The customer woke up at 2:30 am and passed out. They said the device was used to check their glucose at 2:40 am and the reading was 127 mg/dl. Emergency medical technicians were called and their meter read 63 mg/dl. Pt was given ginger ale and instant glucose, then taken to the hosp. At the hosp pt received a heparin block and saline IV. Their glucose was checked while in the hosp and the level was 316 mg/dl. The wrong controls were used on the system. The device was replaced and requested to be returned for eval.